Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on "(B)(6) 2047" that an issue occurred with a feeding pump. The customer reports the physician observes that the product was obstructed. The product was not used in patient, the failure was observed before use.